Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck and requires maintenance. A field service engineer (fse) identified and unjammed the tray. The interior and underside of the unit were thoroughly cleaned, and functionality was tested to ensure proper operation. The device was recovered and inventoried, confirming that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed, and drawer had only come out a few inches then gets stuck. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.